Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat5 aspiration catheter. During the procedure, after using the cat5 catheter for 5 minutes, the physician noted the cat5 catheter was no longer providing aspiration. The physician attempted to trouble shoot for an hour but was unsuccessful. The physician removed the cat5 catheter and noticed a kink at the distal end. The physician used a cat3; however, the cat3 was the wrong size for the vessel and was, therefore, not used in the procedure. The patient was treated successfully with thrombolytics overnight.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital